Event description:
The hospital reported that towards the end of an endoscopic vein harvesting procedure, the image became cloudy at the distal tip lens. The procedure was completed, and it was not known if another scope was used. The hospital did not report any patient complications.

Manufacturer narrative:
Investigation results: maquet's visual inspection in 2008 showed scratches on the tube shaft and that the optic was compromised. Maquet shipped to scholly on 07/11/08. Maquet received scholly's response on 07/17/08 stating that the mechanical damage to the distal tip and the window was due to mishandling which allowed liquid infiltration. The reported failure was confirmed. New requirements are being established for OEM lfr review.